Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The case files were downloaded from the device and provided for investigation. The naviosystem.logs were reviewed and did not confirm the two reported ¿robotic drill cable disconnected¿ errors nor the "internal error" message occurring after the first "robotic drill cable disconnected" error. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Although the reported errors could not be confirmed, these reported errors are known software issues that have been corrected and released in cori-v1.4.3 software.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The case files were downloaded from the device and provided for investigation. The log files were reviewed and did not confirm the two reported ¿robotic drill cable disconnected¿ errors nor the "internal error" message occurring after the first "robotic drill cable disconnected" error. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Although the reported errors could not be confirmed, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed,. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori tka procedure, they received a "drill disconnect error". After receiving this error, they unplugged and pressed continue go back to the calibration screen. However, they received an internal error message. They dismissed that, got to the review operation screen and then were able to calibrate and continue to the cutting tibia screen. As soon as they tried cutting bone again, they received another error ¿robotic drill cable disconnected¿. They unplugged again and did not receive an internal error and was able to go straight to the calibration screen. This is the second of three incidents. No other complications were reported.